Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please provide procedure date a manufacturing record evaluation was performed for the finished device lot qbbbje, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned.

Event description:
It was reported that a patient underwent a skin closure procedure on an unknown date; and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary: one picture was received for analysis. Upon visual inspection of the picture, a labeled winding former and a suture piece appear to be broken of product code eh7756h56, lot qbbbje could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis an empty opened box, and an open box with unopened samples of product code eh7756h56, lot qbbbje. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.